Manufacturer narrative:
(B)(4). Batch # 484a67. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pce45a device was returned with no apparent damage and with one gst45w reload present. The reload was received with the one-piece sled detached and unfired making it nonfunctional. In addition, the reload pan was noted to be partially dislodged from the left proximal side. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on why the one-piece sled is detached, it should be noted that each reload is 100% inspected through an automated vision system to ensure that the one-piece sled is present. No conclusion could be reached on what may have caused the reload pan to dislodge. Although no conclusion could be reach on the cause of the missing sled, the instructions for use contain the following caution: insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. A manufacturing record evaluation was performed for the finished device batch number 484a67, and no non-conformances were identified.

Event description:
It was reported that during the surgery, could not fire farther after fired a little. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.